Manufacturer narrative:
Findings: severely stripped battery cap coin slot noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a battery cap crack on the insulin pump. The customer's blood glucose level was 144 mg/dl. The troubleshooting was performed. The customer was advised to discontinue used of the insulin pump if the batter is low. The patient was advised to monitor the insulin pump closely if they continue use of the insulin pump. The customer was advised that the insulin pump will need to be replace.